Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that sharps coll next gen 5.4qt red 20/pack lids were missing. This occurred on 4 occasions before use. The following information was provided by the initial reporter: material no: 305517 batch no: unknown. It was reported that four lids were missing when the shipment was received.

Event description:
It was reported that sharps coll next gen 5.4qt red 20/pack lids were missing. This occurred on 4 occasions before use. The following information was provided by the initial reporter: material no: 305517 batch no: unknown it was reported that four lids were missing when the shipment was received.

Manufacturer narrative:
H.6. Investigation: the actual product nor photo representation was provided. Also, a review of the device history record (DHR) was not possible since a lot number could not be provided. However, a review of non-conforming material report (ncmr) for the reported container was performed for the past 12 months and no manufacturing or material defects were identified that could have caused or contributed to the reported incident, ¿missing lids¿. The weighing system has already been implemented for this containers manufacturing process to ensure the correct quantity of pieces per box before shipping. However, without the weighted label from the outermost box a root cause cannot be identified at this time. Unfortunately, the weighted label is required to identify or confirm this issue. Based on these findings, our investigation is inconclusive.